Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer photo shows a retracted needle with the spring protruding from the front sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: spring pop out. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one bd vacutainer® ultratouch¿ push button blood collection set, the spring popped out when activating the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one bd vacutainer® ultratouch¿ push button blood collection set, the spring popped out when activating the unit. No adverse impact was reported regarding the patient or user.